Event description:
It was reported that high capture threshold, high pacing impedance, and r-wave amplitude variation was observed on the right ventricular (rv) lead. No intervention was performed. The patient was stable and will continue to be monitored. There were no adverse consequences.